Event description:
The handpiece for the electrosurgical argon device was on the surgical field. When the surgeons went to use the handpiece it would not activate. The machine said that the handpiece needed maintenance. Upon further inspection the scrub person noticed that the black coating around the metal tip was coming disconnected.